Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy tube placement procedure performed. Procedure date is unknown however it was reported the device had been in use for 24 months. According to the complainant, in (B)(6) 2015, the patient had a gastric fistula which was connected to the stoma site. In (B)(6) 2015, when the patient coughed the peg tube came out of the stoma site. Following the unintentional removal a new tube was placed in order to continue duodopa therapy. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.